Event description:
A manufacturer representative (rep) reported a device had the screw hole stripped. The rep noted he does not have the device, they noted that pathology or lab will have the device and they will send it in because of the biohazard.

Manufacturer narrative:
Concomittant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the implantable neurostimulator (ins) was stripped. The rep stated the setscrew would not click into place. The rep noted that after they back the screw out and tighten it again it clicked after 30 or so turns, but when the lead was tugged on to check it if it was tight it came out of the ins. The rep stated another ins was implanted and worked great and post-operation the patient was feeling stimulation and sensation like it did for the trial. There was no impedance issues reported. The ins will be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the hospital had the device and they were going to return it. The rep then stated they no, while he was on the phone with troubleshooting the healthcare professional said she was able to get it tightened. The rep stated the patient has two generators. The device was not registered to the patient. The rep plans to follow up with the hospital.